Event description:
A hemodialysis user facility has reported the following: blood leaking from bloodline access flow twister. Access flow line tubing-venous line port dislodged from the twister connector port. A call was placed to this facility. It was clarified that at one hour into the treatment, blood was noted to be coming from the twister site. Upon inspection, it was found that one piece had spontaneously separated from the twister area. The hemodialysis treatment was then stopped. Reportedly, the pt was alert and voiced no complaints. The dialysis treatment was able to be restarted with the use of a new treatment set without further incident. As a result of no blood being returned back to the pt, the estimated loss of blood was reported as being 300 ml. The sample is available for an evaluation. This pt was discharged to home once the treatment was completed without any further incident.